Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the received device and the teflon pad was inspected and partially split in cross direction, exposing metal. The device failed the probe check and a u509 error was displayed on the generator. The distal end of the device was inspected under a microscope and found a crack on the probe unit. In addition, as part of investigation there were multiple attempts made to gather more detailed information regarding the incident with no response received.the most likely cause for such teflon pad damage is due to no tissue or insufficient tissue between the probe and jaw when the device is activated. The most likely cause for such probe damage is due to the probe grasping a thick tissue or coming in contact with hard or metallic objects during activation. These types of damages on the device are attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad and the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
Olympus was informed that during an unknown procedure, the handpiece stopped working and there was probe error code displayed on the generator. There was no medical or surgical intervention provided. No patient injury was reported.